Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0224t, implanted: (B)(6) 2012, product type: lead. Product ID: 37642 serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# va0amdm, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported the patient had received assistance from their healthcare professional or manufacturing rep resentative and their concerns were resolved. The patient had had an appointment on (B)(6) 2015.

Event description:
It was reported that the patient¿s deep brain stimulator was not working, it was shut off. The patient had parkinson¿s disease and was implanted with the deep brain stimulator on (B)(6) 2013. The device was not working and the patient was having a terrible time. Two days prior to the date of this report when the patient had attempted to make changes with the programmer it had read out of regulation (oor) with a notification to call her doctor¿s office. The patient bypassed the oor and the implantable neurostimulator (ins) battery status stated off, the patient had tried a ¿million¿ times to turn the ins back on but it would not turn on. The patient was unable to adjust stimulation. The patient thought the ins was depleted. This had all started happening 2 days prior to the date of this report. The patient was on her way to see her healthcare professional. On (B)(6) 2015, the patient was seen at the healthcare professional¿s office. The patient had a return of parkinson¿s symptoms. The patient¿s symptoms had worsened suddenly over the past two weeks prior to the date of this report. It was noted that about 2 weeks prior to the date of this report the patient had been moving furniture and she had begun experiencing a return of symptoms. It was noted that while moving furniture the patient had experienced a ¿popping¿ sensation in her neck along the right side. The patient had also experiencing occasional shocking sensations behind her right ear along the wire which occurred when she turned her neck left. Impedances were elevated with certain head positions and within normal limits in certain head positions on the date of this report, they were run at 1.5v. The patient was going to be sent for x-rays and surgical evaluation. The patient had been unable to use the patient programmer for the right stimulator. The patient was concerned that her battery had ¿stopped working.¿ the patient had denied any recent falls or injuries. There were no medication changes. Symptoms on her left side had ranged from too dyskinetic to slower and stiffer. The patient had felt slower and fatigued over the past two weeks prior to the date of this report. Patient had anxiety and sleep difficulty. Motor exam had revealed mild facial masking, decreased blink frequency and mildly hypophonic voice. Examination of tone had revealed increase in the right upper extremity and left upper and lower extremity. Finger taps were decreased in both speed and amplitude while foot taps were decreased in speed. During the coordination exam it was noted that rapid alternating movements were slowed, without dysmetria. Arm swing was decreased bilaterally. The patient¿s right stimulator was initially found to be off. Once the device was turned on the patient had experienced significant dyskinesia and speed of movements on the left as well as speed of walking was im proved. There had been a loss of deep brain stimulator efficacy, notably on the left side. The patient had felt the shocking sensation when moving furniture. The device was interrogated and found to have high impedances on contact 3 with left laterocollis and retrocollis. The manufacturing representative thought that this may be a positional fracture. X-rays were obtained of the skull, neck and chest and positional changes were requested to evaluate if the location was at the lead extender or pulse generator. Therapy measurements for the battery on the left were at 2.80 and the battery on the right was at 2.96. Electrode impedance was checked at 3v bilaterally and the left had none out of range. The right also had none out of range but was checked a second time with neck positioned in left laterocollis and retrocollois and high impedance was found on contact 3; c/3-2574, 0/3-5118, 2/3-1877. The left device was on setting b, subthalamic nucleus (stn) 1 was at c+1-, 4.8v, 125hz, 60usec and stn 2 was at c+3-, 3.3v, 125hz, 60usec. Stn 1 was increased to 4.9v voltage which had improved rue tone and fine motor movement. The right device was found to be at 1-3+, 3.5v, 160hz, 60usec. The voltage was decreased to 3.4v to reduce dyskinesia. This was the patient¿s a setting and the patient was given a b setting to avoid contact 3. B setting was 1+ 2-, 2.5v, 160hz and 60usec. The patient was very dyskinetic at that setting. The voltage was decreased to 3.0v to reduce dyskinesia. Follow-up was scheduled for about a one month after the date of this report. Additional information received indicated that the patient¿s furniture had been moved a year prior to the date of this report, not two weeks prior. The oor had appeared two weeks prior to the date of this report for an unknown reason. The physician assistant had programmed around the oor and the patient was doing fine. On (B)(6) 2015 the patient was spoken too and was doing much better. There were no plans for surgical interventions and the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).